Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent did not launch itself at the time of the insertion by the doctor as per cc form: customer opened the sealed package and product seamed ok, insertion are position were good without problem. After sphincterotomy they removed the device and kept the guide wire in place. They introduced the stent threw the scope channel and be placed in good position for deployment. They tried to deploy the stent but nothing happened. They didn't check if the blue button was in correct position and they heard a crack when they pressed the trigger. They removed the stent and took another one and they could finish examination. I call the dr and I explained to him that it is very important to check the blue button before to press the system. Another device was used for finishing examination. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2246054 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 25 february 2025. On evaluation of the device, the following was observed: visual inspection: ¿ safety wire returned in place. ¿ red marker before ponr. Functional inspection: ¿ handle actuating fine for deployment and recapture. ¿ safety wire removed. ¿ unable to deploy stent. ¿ handle opened and sheath tube separated from shuttle cap, all other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that a tight stricture resulted in high deployment force, which led to the sheath tube separating from the shuttle cap, as a result of this, the stent could not be deployed. 03 attempts were made to gain more information regarding this event however no new information was received. If more information becomes available, the complaint can be re-opened and updated. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 19 may 2025.